Event description:
Unomedical reference number (B)(4). Event occurred in australia, it was reported that the patient went to the emergency room (ER) and/or was hospitalized. The patient went into diabetic ketoacidosis (dka) and was using the pump and related supplies for insulin therapy when the issue occurred. The event occurred on (B)(6) 2024. The highest blood glucose (bg) level related to the incident was 28.9 mmol/l. The suspected cause of the issue was an occlusion, which was initially deemed faulty when the patient reported a malfunction on (B)(6) 2022. The patient did not observe any issues with the cartridge or infusion set tubing or cannula. The duration of supply use was 48 hours. The patient changed the infusion set to resolve their bg issue. The patient received treatment with IV fluids containing saline and insulin, which resolved the issue. The patient has not been released from the ER/hospital. Patient technical support took actions to support the patient, including advising them not to use a faulty pump. No further information available.